Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product confirmed a portion of the threaded tip broke off. A complaint database search on the provided product code identified similar reports which found the inserter was used without the body component contributing to breakage. The outer body component was not returned. Based on the root cause of misuse, corrective action is not needed. Continue to monitor via sep-419 post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Threaded tip broke off in implant and was left in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.